Event description:
A customer contacted beckman coulter (bec) reporting that, while performing daily startup of the instrument following routine scheduled operator maintenance, low control recovery was generated on their unicel dxc 600 pro synchron chemistry analyzer. While troubleshooting the low control recovery, the customer found that the cartridge chemistry (cc) sample syringe was loose which caused a leak. The leak was contained to the instrument. The operator stated that she was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The customer resolved the loose sample syringe through routine troubleshooting with the assistance of phone support from bec hotline support. The customer tightened the syringe and primed the instrument. Qc material was retested and all assay values were acceptable. No service was necessary to resolve the issue. The failure mode was a loose sample syringe. (B)(4).